Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The patient¿s outcome was considered to be device or therapy related. The device parameters were not within normal limits for the patient as they experienced over 40 low flow events. An autopsy was not performed, and the device was not explanted for evaluation. The controller event log file contained relevant events from (B)(6) 2026 through (B)(6) 2026. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. A driveline disconnect consistent with the end of patient support was captured. No other notable events or alarms were captured, and the pump appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Log files were sent for evaluation to determine events leading up to passing. The log files captured no external power event on (B)(6) 2026. Additional no external power events on (B)(6) 2026 were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump supported during these events. The log files also captured intermittent low flow flags and alarms on (B)(6) 2026 between 16:13:51 and 17:04:43. There did not appear to be any type of mechanical circulatory system (mcs) equipment issues causing these events. The log file ended with the driveline being disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.